Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet pump, resulting in no glucose readings on the pump; the agent guided the user to toggle settings and reenter the pairing code, and confirmed the sensor was in pairing. No adverse clinical symptoms reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included technical troubleshooting and user education focused on bluetooth pairing and device connectivity. Investigation of this case revealed a connectivity issue between the ilet and the dexcom g7 during pairing, with successful re-pairing steps confirmed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device bluetooth pairing connectivity.